Event description:
A medwatch report was sent to quantum and received 06/05. The description described 2 cable failures without harm to pt or caregiver. This report is filed for further information.

Manufacturer narrative:
Product not returned. Conversation with risk manager concluded the product was used past its normal life, and that there was no problem with the product design.